Event description:
It was further reported that target lesion one was a 3.7x16mm, 70% stenosis of the mid rca. Target lesion two was a 3.2x32mm, 85% stenosis of the mid rca. Target lesion three was a 3.5x18mm, 70% stenosis of the distal rca. There were two obstructive lesions at the area of the previously placed taxus express2 stent in the r-pda (right posterior descending artery) at the time of reintervention. The r-pda was treated with placement of a 2.5x24mm non-bsc stent. Final angiography revealed excellent results. At this time, the lcx (left circumflex) was also treated with placement of a 2.5x24mm non-bsc stent. Following post-dilatations, there was good angiographic results. Per the source documents, 'there were no interventional options for the rv (right ventricular) marginal side branch occlusions since they only supplied the right ventricle, were too small for revascularization and were involved with stent jail.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If implanted, give date: (B)(6) 2005. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-03388, 2134265-2010-03599, 2134265-2010-03672, 2134265-2010-03673, 2134265-2010-03674, 2134265-2010-03675, 2134265-2010-04408, 2134265-2010-04409. (B)(4) clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed in-stent restenosis, chest pain, st elevations, and a myocardial infarction. The taxus express2 stent was placed in (B)(6) 2005 right posterior descending artery (r-pda), prior to the patient's enrollment in the study. The patient was enrolled in the study in (B)(6) 2010, when three taxus liberte study stents were placed in the right coronary artery (rca). Following the implant of the three taxus liberte stents, the patient experienced a side branch occlusion, chest pain, st elevations, and a myocardial infarction requiring medication and reintervention. Two areas of obstructive in-stent restenosis were found in the r-pda at the area of the non-study taxus express2 stent. Treatment consisted of placement of another manufacturer's drug eluting stent with excellent results. The planned staged procedure for the left circumflex (lcx) lesion was also performed using another manufacturer's drug eluting stent at this time with good angiographic results.